Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted as the lead was cut with the cautery pen. This lead is in the possession of the hospital. A new lead with the same model was implanted. No adverse patient effects were reported.